Manufacturer narrative:
H3: other (code unspecified, describe in h10): device was not returned. Based on additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged wound related hospital admission and bloody drainage are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device met specifications before patient placement. Multiple unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed.

Event description:
On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2021, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound related hospital admission and bloody drainage are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient's spouse stated on (B)(6) 2021, the patient was not on the activ.a.c.¿ ion progress¿ remote therapy monitoring system. It is unknown if or what medical or surgical intervention was required for either the wound admission or the bloody drainage. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Warnings with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On (B)(6) 2021, the following information was provided to kci by the patient's family member: the patient allegedly experienced a technical issue with bloody drainage leaking from the wound and was advised to seek medical assistance from either the hospital or the patient's provider as they have not yet been assigned to the home health agency. On (B)(6) 2021, the following information was provided to kci by the patient's family member: on (B)(6) 2021, the patient was admitted to the hospital allegedly due to wound related reasons. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold and was re-applied the following day. No additional information was provided. Records review noted the following: on (B)(6) 2021, the nurse noted the patient met with the wound care team. "Per previous conversation with the physician, would like to have the two retention sutures removed and then application of a wound vac or veraflo...two retention sutures were removed..." The wound packed with v.a.c. Whitefoam¿ dressing and v.a.c.® granufoam¿ dressing at 125 mmhg." On (B)(6) 2021, the patient's spouse stated the patient is back in the hospital and is not using the activ.a.c.¿ ion progress¿ remote therapy monitoring system right now. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion.